Manufacturer narrative:
It is not clear if the patient is (B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). Erroneous results were reported outside of the laboratory. The initial hcg + b result was 1858 iu/ml. Testing was performed on an aliquot from the customer's modular preanalytics system. This result was reported outside of the laboratory where the physician requested repeat testing. The customer noticed a bubble in the procell/cleancell cup. The customer had noticed data alarms with other samples at this time but no alarms were shown for the hcg + b results. Measuring cell preparation was performed. Afterwards, the sample was repeated twice with a result of 10000 iu/ml with a data flag and a result of 23503 iu/ml from the primary tube after a 1:100 dilution. The sample was repeated again twice with a result of 10000 iu/ml with a data flag and a result of 24416 iu/ml after a 1:100 dilution. The results of 23503 iu/ml and 24416 iu/ml were considered to be correct. No adverse event occurred. The hcg + b reagent lot number was 18318300. The expiration date was not provided. The customer provided data for 2 additional patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). Based on the data, erroneous ft3 and ft4 results were identified. The erroneous results were not reported outside of the laboratory. Patient 2 initial ft3 result was 5.75 pg/ml. The repeat result was 3.12 pg/ml. Patient 2 initial ft4 result was 6.21 ng/dl. The repeat result was 1.55 ng/dl. Patient 3 initial ft4 result was 1.98 ng/dl. The repeat result was 0.965 ng/dl. No adverse event reported. The ft3 reagent lot number was 18322100. The expiration date was not provided. The ft4 reagent lot number was 18492700. The expiration date was not provided. The last calibration was performed on (B)(6) 2015 and was within specification. Quality controls were within specification. Based on the available data, the root cause of the discrepant results is likely related to insufficient procell volume pipetted due to bubbles on procell.